Event description:
Additional information: it was reported that the patient had been hospitalized via ambulance with diabetic ketoacidosis (dka). The patient's blood glucose levels reached above 400 mg/dl while wearing the pod longer than 48 hours. The pod was leaking insulin and being unsure if the cannula was seated in the infusion site (leg). The patient was placed on an intravenous therapy of fluids and insulin and a urine sample was obtained. The patient was released the following day. The pod was removed at the hospital.

Manufacturer narrative:
Added additional information to b5 to include hospitalization, b1 changed to adverse event, b2 - outcomes attributed to ae from none to hospitalization-initial or prolonged , h6: added health effect e120501, health effect - impact code added f08 and added medical device problem code a150206, a050401.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. No treatment was provided. We have reached out to the patient for possible hospitalization and will submit a follow up report if any new information becomes available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.